Event description:
The customer reported the system had no power and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The blank monitors were caused by a high current surge and fuse f3 equalling 3.15 amperes was replaced to correct the issue. The system was tested and found to be working as intended and put back into service.